Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, after hemostasis was achieved with a non-medtronic closure device, a right femoral artery occlusion occurred. The cause of the occlusion was not reported. A crossover cutting balloon was expanded in the artery to restore flow. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.